Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the distal balloon sleeve and extending approximately 70mm proximally across the balloon material. The rated burst pressure for this device as per specification is 24 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the marker bands of the device. Both marker bands were undamaged in the correct position on the device. A2. Age at time of event: 18 years or older.

Event description:
It was reported that the balloon rupture occurred. The 95 % stenosed target lesion was located in the moderately tortuous and moderately calcified left hand shunt blood vessel. A 6.0 x 100, 75cm mustang was advanced for dilatation. However, the balloon was ruptured at about 5 seconds during inflation in a nominal pressure. The device was removed and the procedure was completed with a different device. No patient complication reported.

Event description:
It was reported that the balloon rupture occurred. The 95 % stenosed target lesion was located in the moderately tortuous and moderately calcified left hand shunt blood vessel. A 6.0 x 100, 75cm mustang was advanced for dilatation. However, the balloon was ruptured at about 5 seconds during inflation in a nominal pressure. The device was removed and the procedure was completed with a different device. No patient complication reported.

Manufacturer narrative:
A2. Age at time of event: 18 years or older.